Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that device was explanted and replaced due to high pacing threshold.

Manufacturer narrative:
The reported field event of a threshold anomaly was confirmed in the laboratory via review of device image. The device was tested on the bench and using automated testing equipment and no anomalies were found. The cause of the threshold anomaly could not be determined.